Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number17497827 has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The manufactured date and expiration date have been provided. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/28/2016. The investigational analysis has been completed. (B)(4). It was reported that a patient underwent a procedure with a preface sheath. During the introduction of the needle into the dilator of the transseptal sheath, the needle stumbled over the dilator. It was impossible to move the needle. The physician removed the device and found that the dilator was pierced by the needle. The physician used a new preface sheath and a new transseptal dilator and the same issue occurred. The physician used a sheath of a competitor and the same brk needle and did not encounter any problem. The procedure was completed with no patient consequence. The returned device was visually inspected and a pin hole was observed in the vessel dilator. Per the event reported, a microscopic analysis was performed and the there was evidence that the puncture could be caused by the transseptal needle insertion. In addition, a functional test was performed; vessel dilator and sheath introducer were compared against the shape master and it was found within the tolerance zone specified. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The DHR review was extended to the vessel dilator sub-assembly and no anomalies were found. The customer complaint has been verified. However, the root cause of the punctures could be caused during the transseptal needle insertion. However, neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process.

Manufacturer narrative:
(B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a preface sheath. During the introduction of the needle into the dilator of the transseptal sheath, the needle stumbled over the dilator. It was impossible to move the needle. The physician removed the device and found that the dilator was pierced by the needle. The physician used a new preface sheath and a new transseptal dilator and the same issue occurred. The physician used a sheath of a competitor and the same brk needle and did not encounter any problem. The procedure was completed with no patient consequence. The two preface sheaths that encountered the dilator being pierced by the needle have been assessed as a reportable malfunctions as there is potential for cardiac/vascular injury due to misalignment of the needle to the intended path. Therefore, both preface sheaths will be reported.